Event description:
It was reported that patient with this right ventricular (rv) lead experienced a hematoma around the device. Patients' device pocket was drained and flushed. To date, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.